Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level that resulted in third party intervention. Bg cause was not known. Customer declined troubleshooting with tandem technical support.